Event description:
The event is reported as: complaint alleges: staples came out of the stapler unformed. No pt injury.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is incomplete. A device history record (DHR) review did not show any issues related to this complaint.